Manufacturer narrative:
The reported incident that profyle drill, diam.2.0x105mm, wl 41mm, ao shaft end was alleged of issue s-16 (device deformed) could be confirmed as the sales rep confirmed the event. Based on investigation, the root cause was attributed to a user related issue. The failure may be caused by re-using the drill more the specified limit. The cleaning and sterilization guide (l24002000-en rev. M, ot-rg-1 rev. 1 cleaning and sterilization guide) was reviewed: ''stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. '' [original statement(s)] therefore, nc no has been raised. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during surgery, the 2.0 drill bit malfunctioned. Upon inspection it appears that the threads have been scraping on one portion of the drill bit and the bit is bent. Procedure was an orif of left distal radius. No harm to patient, no delay in surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded by the hospital.

Event description:
It was reported that during surgery, the 2.0 drill bit malfunctioned. Upon inspection it appears that the threads have been scraping on one portion of the drill bit and the bit is bent. Procedure was an orif of left distal radius. No harm to patient, no delay in surgery.